Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8 590-1, lot# n173339, implanted: 2008 (B)(6); product type accessory product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indications for use were noted as failed back surgery syndrome and spinal pain. It was reported that the it had not been hooked up since the patient's 2012 surgery. The patient stated that for some reason it's just laying back there and it's not hooked up where it's supposed to be. No interventions, patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.